Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm epic supra valve was implanted into a patient. The annular dimension was about 27mm. Post-implant, severe aortic regurgitation was observed and the device was removed from patient anatomy. A 25mm non-abbott valve was used to complete the procedure. No clinically significant prolonged procedure was reported. The patient is reported to be stable and walking.

Manufacturer narrative:
An event of severe aortic regurgitation was reported. The investigation found no anomalies with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The free state of the leaflets, without physiological pressure applied, is not indicative of actual leaflet coaptation or valve function. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.